Event description:
The following information was reported by the sales representative: entered the procedure room as the device was being inserted into the procedural sheath. Upon pull-back, the deployer noted lack of normal resistance. Then the md advised to withdraw the device and perform manual compression, which was applied for 15 minutes. It was noted that the balloon lost pressure. The femoral angiogram which was visualized by the staff in the procedure room did not adequately demonstrate the vessel size. There was no further sequela noted. The patient was hospitalized for reasons un-related to the mynx. Additional information: the point of loss of pressure was estimated to have occurred at the 1st stop. During prep, the black marker on the inflation indicator was fully exposed. Stick location: medium sheath size: 5f procedure type: diagnostic peripheral vessel size: less than 5 mm.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 6.5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1412501) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).